Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
Patient states that he was using a cartridge lot effected by the cartridge recall. He states he did not notice any leaking, cracks, or air bubbles in the cartridge; however, he had a blood glucose in the 400 mg/dl range without symptoms of hyperglycemia while using a cartridge from this lot. Blood glucose levels resolved appropriately to normal range. Patient's blood glucose of 400 mg/dl without symptoms does not meet animas criteria of an adverse event. This report is made based on the alleged cartridge issue.